Event description:
It was reported that the customer had a failed battery test and battery outlimit alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer did not have another battery and could not complete troubleshoot for failed battery test or battery outlimit alarm. The customer will call back when battery is provided for the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.